Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during initial implant, high impedance was seen. Troubleshooting was preformed high impedance persisted. A different lead was used, and impedance was within normal limit. The suspected lead has been returned to manufacturer but has not been received to date. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.

Event description:
Additional information received. The suspected device was received by the manufacturer. No other relevant information has been received to date.

Manufacturer narrative:
H3: code 02 utilized as product analysis of suspect product in under way.

Event description:
Product analysis was preformed and reviewed.